Manufacturer narrative:
B3 date of event: implant date, (B)(6) 2025, was used as event date as date of allergic reaction onset has not been provided.

Event description:
Reported via clinical study. It was reported an allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient reported experiencing hives and itchiness all over the body. No further information was provided.

Event description:
Reported via clinical study. It was reported an allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient reported experiencing hives and itchiness all over the body. No further information was provided.

Manufacturer narrative:
H6: impact code updated to f2303.